Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 490 mg/dl at the time of incident. Customer reported they did contact their health care professional regarding the high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer stated they did not received any alert on high. The device will not be returned for analysis.